Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother and diet counselor reported that patient was hospitalized from (B)(6) 2011 due to diabetic ketoacidosis. On (B)(6) 2011 between 3-4:00 a.m., blood glucose was normal. At 8:05 a.m., blood glucose was 320 mg/dl. A correction bolus was delivered through the infusion device to treat hyperglycemia. At 10:00 a.m., patient felt very sick and vomited. Patient was driven to the hospital by her parents at 4:00 p.m. Diet counselor reported blood glucose was 324 mg/dl at 5:08 p.m. Hba1c was 6.4% and ph was 7.1. Mother reported that she must program the date and time after a battery is inserted in the infusion device. Infusion device was not exposed to water or electromagnetic fields. Patient did not have an infection or start new medication. Normal blood glucose is 120 mg/dl. Infusion device was replaced and requested for evaluation due to concern that the insulin delivery is too low. Additional information was not provided.